Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the first obtuse marginal (om) branch artery and the left circumflex artery (lcx). Three non-bsc guidewires were consecutively advanced but failed to cross the lesion. Subsequently, a 185cm kinetix¿ guidewire has successfully cross the lesion. Afterwards, stent implantation was performed. When the physician went to pull the wire out, the physician noted that the wire separated at the radiopaque area. The laser cut the tip but the radiopaque portion of the wire remained in the vessel. The physician was not able to retrieve the distal tip of the wire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.